Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a rapidross pta balloon with a 6fr non-medtronic (cook) sheath and a .014 non-medtronic (choice pt) guide wire during patient treatment in right distal posterior tibial artery. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray.the IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. It was reported during prep balloon leak was noticed. A new rapidcross was used to complete the procedure. No patient injury reported.